Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.